Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that the outer sheath on the ar-8500rbe burr blade detached from the blue base that connects to the shaver hand-piece when performing a normal decompression. A second blade was opened and the case was able to be completed without issue and no harm to the patient.